Event description:
Subsequent to the previously filed medwatch report, additional information was received. It was reported that suture placement in the mildly calcified left common femoral artery was attempted with a prostar device using the pre-close technique with a 10f sheath prior to an endovascular aneurysm repair (evar) procedure. Reportedly, when the prostar was deployed, three of the four needles met the vessel wall. The fourth needle was twisted (bent) and a cut down was performed to set it free. The sutures of an additional prostar device were successfully pre-placed. The sheath was upsized to a 16f and the evar procedure was completed. Hemostasis was achieved with the pre-placed prostar sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported bent needle was confirmed. The deployment difficulty could not be confirmed based on the returned device condition. Entrapment could not be replicated in a testing environment as it was based on operational circumstances. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device location is unknown at this time. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure was attempted using a prostar device. Reportedly, a needle deployment issue "needle miss" occurred and one had to be removed by hand. The method of achieving hemostasis was not reported. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.